Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves do not operate within the permissible tolerance in their respective relevant positions. An accelerated outflow of both valves were determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results : based on our investigation results, we can determine an accelerated outflow at both valves as well as a non-adjustability at the progav. The deposits in the valves have led to the functional deviations. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav shunt system (#fv415t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system showed an over-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.